Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient encountered an air detected in cassette warning in drain 2 of 4. When the patient ended treatment and opened the cassette door there was fluid in the pump module area and on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn).the patient is able to carry out manual treatments. In a follow up, the patient verified that there was no harm, intervention or adverse event due o the fluid leak. The patient used the cycler again, but is waiting on the delivery of a new cycler. The cycler is available to return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid was observed on the cassette. System air leak test passed. Valve actuation test passed. Patient sensors check passed. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient encountered an air detected in cassette warning in drain 2 of 4. When the patient ended treatment and opened the cassette door there was fluid in the pump module area and on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn).the patient is able to carry out manual treatments. In a follow up, the patient verified that there was no harm, intervention or adverse event due o the fluid leak. The patient used the cycler again, but is waiting on the delivery of a new cycler. The cycler is available to return to the manufacturer for physical evaluation.